Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿fortuitous discovery of a rupture of a prosthesis¿ . This record is for an unknown-side. Device has been explanted and will be returned.

Event description:
Healthcare professional reported ¿fortuitous discovery of a rupture of a prosthesis¿ . This record is for the left side. Device has been explanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.